Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. Based upon the clinical observations and the laboratory findings, we believe that body fluid and tissue inside the helix housing may have contributed to the irregularity in helix function. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities regarding loss of capture, oversensing and dislodgment.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment, loss of capture and oversensing. Additionally, it was noted that tissue was attached on the helix. The ra lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment, loss of capture and oversensing. Additionally, it was noted that tissue was attached on the helix. The ra lead was successfully replaced. No additional adverse patient effects were reported.